Event description:
It was reported that during an adrenalectomy procedure, instrument was connected correctly. During the first insertion in the trocar and the first cut the I-blade couldn´t move out. I-blade wedged with the other branches. A new device was opened. There were no consequences for the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the electrode and ceramic separated from the lower jaw. Testing found a short on the device when the jaws are fully or partially closed, resulting in the "reposition jaws and reactive" message to display on the generator. The electrode and ceramic separation allows the electrode to be touching the jaws when they are closed. The electrode to jaw contact creates an electrical short preventing rf power delivery from the generator resulting in the message screen to display. The electrode separating from the lower jaw could have prevented the jaw from opening and closing correctly. This condition could have added to the difficulty in extracting the instrument from the trocar. We are investigating a lack of adhesive robustness along the surface of the ceramic, which could lead to adhesion failure